Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿scan again in 10 minutes¿ error message on the adc device for more than 2 hours and consequently, the customer became hyperglycemic and experienced abdominal pain. A ¿higher than 5.00 mg/dl¿ capillary result was obtained on an unspecified device and the customer was administered insulin injection (type/dose unknown) by a nurse. There was no report of death or permanent injury associated with this event.